Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified concentration of saline, at an unspecified rate. It was reported that during priming, an unspecified volume of solution leaked from a hole in the tubing 10 cm distal to the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no addition information was provided.